Manufacturer narrative:
A graphic user interface (gui) printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no anomalies were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the identified root cause of the reported issue was isolated to a component (video graphics array controller u34) on the xena I pcb. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported malfunction. The se replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and updated the backlight inverters. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator had an erratic display. Additional information has been requested regarding patient involvement and status. However, there was no report of serious injury or death associated with this event.